Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy/gastric tube, during the first firing, the handle became heavy in the middle and the firing could not be performed any further. Tissue's thickness and resistance were normal as usual. The procedure was completed with another device. No patient injury.